Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report a no delivery alarm. The customer's blood glucose level was 410 mg/dl, but went up to 576 mg/dl. The customer changed the infusion set twice and treated with a manual injection. The alarm was resolved by a complete set change. The caller performed the displacement test and it passed. The caller also reported an off no power alarm, a failed battery test alarm, and a blank display. The customer was sent a replacement battery cap and was advised to call back when they received it to complete troubleshooting. Nothing was replaced or returned.